Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2213 ml during therapy initiated on (B)(6) 2012 23:25:25, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle 7 completed on (B)(6) 2012 07:20:07, and the patient bypassed the fill cycle, so a fill did not occur in cycle 7. The actual drain volume of 2212 ml is 110.6% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:25:25. During night drain cycle seven, the patient's ultrafiltration reading was 2213ml, indicating the home patient (hp) drained 2213ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.